Event description:
It was reported that the customer was hospitalized due to high blood glucose and infection. Caller stated that the customer's blood glucose reading was over 600 mg/dl at the time of admission. Caller stated that the customer can not remove the insulin pump battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.